Manufacturer narrative:
(B)(4).  Physio-control provided the customer with technical assistance.  The customer advised that the charge pak that was installed in the device had expired.  It was later confirmed by the customer that they replaced the charge pak and the device now shows ok on the readiness display. The customer advised that they have placed the device back into service for use.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.